Event description:
Reporter alleged obtaining the results of 300 mg/dl, 220 mg/dl, and 270 mg/dl on compact plus system 1 compared back to back with a result of 122 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out of range pacing impedances and a loss of capture with threshold testing on the right and left ventricular leads. Shock lead impedances were within range. There was inquiry of a possible setscrew issue. Technical services discussed possibilities and troubleshooting. No adverse patient effects were reported.